Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side capsular contracture baker grade iii and textured implants. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Physician reported, right side capsular contracture, baker grade iii. And textured implants. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, through the photos provided, it is not possible to determine, the lot number and catalog. Observed, broken device. Observed, red capsule. Observed, red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.